Event description:
Patient was undergoing bipolar hip replacement surgery. The surgeon requested a zimmer implant size 14 femoral stem. The team and the surgeon verified the size prior to opening to the field. The surgeon stated the implant was undersized when trying to fit the implant. The implant was removed. The surgeon and the staff believe the implant was marked as a size 14 but was actually a smaller size due to the fact that the stem was undersized and very loose.